Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is on the insulin pump and was having issues with his blood glucose. Customer stated that his blood glucose is in the 40's mg/dl at night and his health care professional has made changes. Customer stated that he does not know if his health care professional uploads to carelink. Customer stated that he had a bolus of 15.7 units but he did not take it. Customer later took a bolus of 5.4 units. Customer stated that the health care professional reduced this 3-4 times and the customer takes less. Customer's blood glucose was 182 mg/dl and he did not take a bolus of 1 unit but ate 20 carbs. Customer's blood glucose was 132 mg/dl this morning. Customer reported that he is getting headaches every day. Customer declined troubleshooting for the low blood glucose. Customer was advised to talk to his health care professional about making possible changes to his settings.